Event description:
This report is being filed upon notification from our x-ray MFR on foreign country of a product problem that occurred in u.s. The c-arm of this mobile x-ray system will not lock tight enough and the arm drifts. This is of concern because when during a roadmap if the c-arm moves, the actual image and the roadmap will be shifted in opposite of each other.